Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with a bunched and thrombosed left proximal iliac limb. However, the exact date of event is unknown. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The left iliac occlusion event is confirmed by medical records only. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harm identified was access site complication (left groin hematoma). The final patient status was discharged on the third post operative day home stable following a thrombolysis procedure with addition of a non endologix limb stent. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem, h6: result code: remove code 3233, h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) months post initial procedure, the patient presented with a bunched and thrombosed left proximal iliac limb. However, the exact date of event is unknown. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information: an intervention was completed. The physician elected to implant non- endologix ( luminexx and palmaz ) stents to treat this event. Clinical assessment identified occlusion of the left iliac.